Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00796.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using pod4's. During the procedure, while attempting to advance a pod4 through a non-penumbra microcatheter, the physician experienced friction; therefore, the pod4 was removed. It was reported that the same issue was encountered with another pod4. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.